Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin and did not perform the air removal step. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction code 12 issue was verified. Additionally, the alleged fill estimate issue could not be verified.